Manufacturer narrative:
Extension model 748295, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; lead model 3389-28, serial #unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the implantable neurostimulator was explanted on (B)(6) 2011 due to a low battery. After the replacement procedure, electrodes showed high impedances and the patient's dystonia symptoms increased. The lead and extension were replaced and the therapy outcome was reported as 'good' with the dystonia symptoms decreasing. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. Prior to replacing the lead and extension, a connection issue was excluded. The lead impedances were also measured and the results were high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the extension revealed that the distal end #2 connector block was twisted in molded rubber. Conductor wires #0 and #1 were broken due to twisting of the #2 connector block. The body insulation was cut through, the extension was segmented. The #2 and #3 set screws were missing. There were no shorts between circuits on the proximal segment. Open circuits were found on #0 and #1 on the distal segment. Continuity was acceptable on both segments. Final device analysis of the lead revealed that the proximal end conductor was broken at #0 connector weld site due to overstress/damage. The proximal end was stretched. The outer insulation was intact. The #0 circuit was open. Continuity was acceptable on #1 through #3.